Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 409 mg/dl; cause was not known. Ketones were present. Customer went to the emergency room (ER) and was treated with intravenous fluids. After 3 hours, customer left the ER feeling better. Bg was 234 mg/dl.